Event description:
It was reported that the insertable cardiac monitor had exhibited a noise problem. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.